Event description:
Caller tested 2.3 inr on the coaguchek xs system while a comparison lab returned as 1.7 inr. Caller's warfarin dose was increased based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.